Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation, other occupation and section g report source. Upon investigation of the actual device used in this incident, it was determined that all patients and orders did not cross over to all stations. The technical support specialist (tss) dialed into the server and ran a downtime query, which revealed that the cce xml sent time was delayed by several days. The carefusion coordination engine (cce) disconnected flag was set to 1. The tss connected to the cce 19996153mlp02 services via services.msc and found that the carefusion cce (med) (cce-service) and carefusion cce (med) (system) services were disabled. Both services were started, and all .net services on both the cce and app servers were restarted. After rerunning the downtime query, the messages were found to be current. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders were not crossed over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients and orders were not crossed over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.